Event description:
It was reported that a spectrum iq pump was not infusing while the pump was running. A backflow of blood was also reported. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition "says infuse but no dripping and blood goes back up in tubing" was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.